Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for further investigation. During evaluation at livanova (B)(4), the reported issue was reproduced and was traced to faulty internal memory banks in the microcontroller ic1 of the pcb hkr 0325. The pump was repaired and functionally tested without further issue. A technical safety inspection was successfully completed and the device returned to livanova (B)(4).

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova requested the serial readout for further evaluation. The serial readout was reviewed and the reported issue confirmed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report a s5 roller pump displayed an error message during procedure. The alarm stopped after the mute button was pushed but the pump powered off and on automatically this failure occurred several times at the end of the procedure. There was no report of patient injury.